Event description:
The manufacturer received info alleging a ventilator's lcd screen was unreadable due to vertical black lines on the screen. There was no harm or injury reported.

Manufacturer narrative:
The ventilator is returning to a third party svc ctr for eval. At this time, we are unable to confirm the alleged malfunction. A f/u report will be submitted when the manufacturer receives add'l info.